Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap cholecystectomy. Event description: complaint 1 of 5: (B)(4). Complaint 2 of 5: (B)(4). Complaint 3 of 5: (B)(4). Complaint 4 of 5: (B)(4). Complaint 5 of 5: (B)(4). (B)(4) is the original complaint and (B)(4) are to account for additional instances of the event the hospital experienced but did not report. I received an email from the surgeon explaining he has an issue with one of our clip applier. He mentioned an issue regarding the clip which did not come out into the jaw and also issue with the clip that did not hold on and fall down. I have been able to discuss with the surgeon today by phone call and he explained that he was on the cystic artery trying to clip it and the clip came out, he closed it on the artery but the clip did not hold properly. He tried three times to finally get a clip holding on properly. The surgeon carried on using our clip applier until the end of the procedure. At this stage I do not know if the clip applier has been kept aside in order to collect it for further investigation. Additional information received from company rep. Via emails on 22jan25: the surgeon mentioned today that this kind of incident reported through this cer happened before. He could not remember when exactly, but it seems to be regularly. Unfortunately, they did not kept the lot number and cannot say how many devices that experienced the same scenario. I explained to the surgeon and the nurse team, the necessity to let us know as soon as possible when an incident occur, and the importance of keeping the devices and lot numbers for further investigation, if this would happen again in the future. Additional information received from company rep. Via email on 31jan25: the issue initially observed when the first clip was loaded. It occurred thrice. Clip was properly set into the jaws. No pressure applied to the trigger while moving through the trocar. No clip loaded into the jaws prior to the device¿s insertion/removal through the trocar. No clip was manually removed as a loaded clip, leaving the feeder exposed. The trigger could be actuated as normal. Additional information received from company rep. Via email on 03feb25: issues with no clip loading into the jaws. The first clip came out and the surgeon closed it on the cystic artery. He noticed that the clip did not hold properly. Then, he removed it. He squeezed the trigger to deliver a second clip which never came out, squeezed the trigger a second time and no clip came out, then a third time, he squeezed the trigger and a clip came out, placed on the cystic artery and this time holding on properly. No clip loading was the issue faced previously that the hospital didn't report. Additional information received from company rep. Via email on 06feb25: around 4 times in the last six months non-reported incidents happened. It started happening at the end of the summer 24. Additional information received from company rep. Via email on 26feb25: I met the surgeon this week and we took the time to see together how the surgeon used the device and activated it. We noticed that the surgeon fully squeeze the trigger while into the cavity thinking it is the way to bring the clip into the jaw, which is not the way to use it properly. Indeed, we discuss the fact that our device need to be free in order to go through the trocar and when in the cavity, the surgeon can slightly squeeze the handle to bring the clip into the jaw. Then, the surgeon can place it around the vessel/duct and fully squeeze the trigger to deliver a properly closed clip. The surgeon realized it might be a misuse of our device. 11mm kii trocar was used. No pressure applied to the trigger while moving through the trocar. No clip was loaded into the jaws prior to the device¿s insertion/removal through the trocar. The trigger couldn't be actuated as normal. Additional information received from company rep. Via email on 06mar25: the surgeon mentioned about the complaint: (B)(4), which seems to be a device misuse. Intervention: the surgeon continue the procedure using the same device. Patient status: no patient injury indicated.

Event description:
Procedure performed: lap cholecystectomy, event description: I received an email from the surgeon explaining he has an issue with one of our clip appliers. He mentioned an issue regarding the clip which did not come out into the jaw and also issue with the clip that did not hold on and fall down. I have been able to discuss with the surgeon today by phone call and he explained that he was on the cystic artery trying to clip it and the clip came out, he closed it on the artery but the clip did not hold properly. He tried three times to finally get a clip holding on properly. The surgeon carried on using our clip applier until the end of the procedure. At this stage I do not know if the clip applier has been kept aside in order to collect it for further investigation. Additional information received from company rep. Via emails on 22jan25: the surgeon mentioned today that this kind of incident reported through this cer happened before. He could not remember when exactly, but it seems to be regularly. Unfortunately, they did not kept the lot number and cannot say how many devices that experienced the same scenario. I explained to the surgeon and the nurse team, the necessity to let us know as soon as possible when an incident occur, and the importance of keeping the devices and lot numbers for further investigation, if this would happen again in the future. Additional information received from company rep. Via email on 31jan25: the issue initially observed when the first clip was loaded. It occurred thrice. Clip was properly set into the jaws. No pressure applied to the trigger while moving through the trocar. No clip loaded into the jaws prior to the device¿s insertion/removal through the trocar. No clip was manually removed as a loaded clip, leaving the feeder exposed. The trigger could be actuated as normal. Additional information received from company rep. Via email on 03feb25: issues with no clip loading into the jaws. The first clip came out and the surgeon closed it on the cystic artery. He noticed that the clip did not hold properly. Then, he removed it. He squeezed the trigger to deliver a second clip which never came out, squeezed the trigger a second time and no clip came out, then a third time, he squeezed the trigger and a clip came out, placed on the cystic artery and this time holding on properly. No clip loading was the issue faced previously that the hospital didn't report. Additional information received from company rep. Via email on 06feb25: around 4 times in the last six months non-reported incidents happened. It started happening at the end of the summer 24. Additional information received from company rep. Via email on 26feb25: I met the surgeon this week and we took the time to see together how the surgeon used the device and activated it. We noticed that the surgeon fully squeeze the trigger while into the cavity thinking it is the way to bring the clip into the jaw, which is not the way to use it properly. Indeed, we discuss the fact that our device need to be free in order to go through the trocar and when in the cavity, the surgeon can slightly squeeze the handle to bring the clip into the jaw. Then, the surgeon can place it around the vessel/duct and fully squeeze the trigger to deliver a properly closed clip. The surgeon realized it might be a misuse of our device. 11mm kii trocar was used. No pressure applied to the trigger while moving through the trocar. No clip was loaded into the jaws prior to the device¿s insertion/removal through the trocar. The trigger couldn't be actuated as normal. Additional information received from company rep. Via email on 06mar25: the surgeon mentioned about the [complaints], which seems to be a device misuse intervention: the surgeon continue the procedure using the same device. Patient status: no patient injury indicated.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to h6. Component code.